Manufacturer narrative:
Submit date: 02/02/2015. An investigation is currently underway; upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. The manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Advertent broncho pulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instructions for use (IFU) for the device the warning is clearly provided that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information provided, a corrective action from a production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. Additionally, covidien marketing/sales had implemented the in-service program to raise the awareness among the clinicians of the pneumothorax complication caused by the misplacement of nasal or oral enteric feeding tube. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a feeding tube. Customer reports that when inserting the device, it perforated the lung causing a pneumothorax.